Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left femoral artery. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left external iliac artery. A 6f non bsc introducer sheath was placed. After a 035 non bsc guide wire crossed the lesion, a 6.0 x 20, 75cm mustang balloon catheter was advanced to the lesion for predilation. The balloon was inflated however, it ruptured at 18 atmospheres on the first inflation. The device was completely removed from the patient's body. The device was exchanged to a 6mm x 4mm mustang balloon catheter which was inflated at 15 atmospheres. The procedure was completed by implantation of an 8x27mm express ld stent and post dilation at 15 atmospheres using a 7x2mm mustang balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. A visual examination revealed that the device had been subjected to positive pressure and deflated prior to return. A visual and microscopic examination found no issues with the tip section of the device. A visual and microscopic examination found no issue with the profile of the markerbands. A longitudinal balloon tear was identified 13mm distal to the proximal touch-up. The tear measured approximately 23mm in length. A visual and tactile examination found no kinks or other damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left femoral artery. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left external iliac artery. A 6f non bsc introducer sheath was placed. After a 035 non bsc guide wire crossed the lesion, a 6.0 x 20, 75cm mustang¿ balloon catheter was advanced to the lesion for predilation. The balloon was inflated however, it ruptured at 18 atmospheres on the first inflation. The device was completely removed from the patient's body. The device was exchanged to a 6mm x 4mm mustang¿ balloon catheter which was inflated at 15 atmospheres. The procedure was completed by implantation of an 8x27mm express ld stent and post dilation at 15 atmospheres using a 7x2mm mustang¿ balloon catheter. No patient complications were reported and the patient's status was good.